Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that they had no further response. The patient was sent for a psych evaluation. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018 indicating that the patient continues to have issues with the patient programmer when touching it. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Please refernce the regulatory report for the related ins: 3004209178-2018-06068. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a history of emf (electromagnetic frequencies) sensitivity since their first implant from (B)(6) 2009 and it got worse with their newer implant from (B)(6) 2018. The patient reported that in the past, she had ¿fried¿ a computer, meaning that when she touched it, it would be dead for about 45 minutes before it would come back on and she got shocked when she touched a can opener. It was also reported that cellphones would stop working when she touched it and since then, she doesn¿t use computers or touch cellphones. The patient used the implantable neurostimulator (ins) for their lower limbs; when they held the patient programmer (pp), a cell phone, a key fob with the ins on, they felt a sudden uncomfortable chest pain that expended to their body. The rep later reported on (B)(6) 2018 that they met with the patient to ensure that the ins was working as intended; the patient was receiving adequate therapy, the rep, the patient¿s healthcare professional (hcp) and a physician assistant felt that the issues were not related to the ins and it was working as intended. But the patient was strongly convinced that the issues were related to the device; since the second ins was implanted, they couldn¿t drive a car (?) And when she held the controller, she was having issues. There were no further complications reported or anticipated.